Event description:
Customer tested blood glucose at 10:30pm and received a result in the 200's mg/dl. Customer took 5 units of insulin and one pill which is their normal amount. At 11:50pm customer was having low blood symptoms and retested blood glucose with a result of 194mg/dl. Retested and received a result of 140mg/dl. Paramedics were called and they received a result of 51mg/dl. The customer was given a sugar substance in a tube and drank orange juice. 15 minutes later paramedics tested and received a result of 120mg/dl on the customer's device it was 190mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.